Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Attempts to retrieve the product are ongoing. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that her transformer has a crack in it and it is breached, which is a safety risk.